Event description:
It was reported that the patient had never used the implantable neurostimulator (ins) on his right side because it caused him to 'run' and not be able to stop walking. Additional information was requested but was not available at the time of this report. See also manufacturer's report # 3004209178-2012-03703 for left-side ins issue.

Manufacturer narrative:
Product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2000, explanted: na, product type extension; product ID 3387-40, lot # l84569, implanted: (B)(6) 2000, explanted: na; product type lead, left side system: product ID 7426, serial # (B)(4), implanted: (B)(6) 2008, explanted: na; product type neurostimulator; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 2000, explanted: na, product type extension; product ID 3387-40, lot # l84568, implanted: (B)(6) 2000, explanted: na, product type lead.